Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 09jun2022, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer reported issue. The report condition of half height 2.1, not detected on bus was confirmed during fse testing and subsequently confirmed during the dchu inspection process. According to work order #(B)(4), the fse reported that the customer had recurring failures. The fse tested drawer control board and cleared debris from the drawer. Also, the fse replaced a retractor band after customer stated that issue sometimes occurred during drawer closure. The report was closed. During dchu visual inspection: pn 353844-01: the assy retractor dwr hh cubie was received with copper strands in contact with adjacent copper strands. During dchu testing: pn 353844-01: the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of half height 2.1, not detected on bus was due to short between adjacent copper strands of the assy retractor dwr hh cubie (pn 353844-01) which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all cubie pockets in drawer 2.1 were reported with a device not detected on bus error. As per part investigation, it was determined that the issue was attributed to a short circuit between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01), which led to the observed thermal damage and compromised drawer functionality. However, there were no delays or adverse events or injuries reported based on this event.